Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of two device opened by the account without the appropriate packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection noted the reloads were fully fired and had deformed anvil clamping mechanisms. During functional evaluation, the interlock was overridden and the reload was cycled successfully. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
There was no reported condition for this incident. This was an additional device received.